Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. After a device software download, normal device function resumed.

Event description:
New information notes: it was reported that upon reinterrogation, the device was once again found in backup mode. The device was explanted.

Manufacturer narrative:
Final analysis found the backup was caused by a defective battery.